Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had high blood glucose and was hospitalized on (B)(6) 2018. The customer reported that he was on insulin drip. Once they moved him back to his pump the customers blood glucose went up to 400mg/dl. Caller stated she changed the set, ran a selftest and confirmed insulin was primed out the tubing. Nurse moved him back to insulin drip and blood glucose came back down. Patient's blood glucose at time of incident was 433 mg/dl. Patient's current blood glucose was 112 mg/dl. The customer had nausea, thirst and frequent urination. Blood glucose value when admitted to hospital was 235mg/dl. The customer wearing the pump at time of hospitalization. The customer does not have the pump to troubleshoot. The insulin pump will not be returned for analysis.